Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device being used at the time of event was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly. Additionally, the patient had reported a hypoglycemic event. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015; to report that on (B)(6) 2015, their receiver had no audio output and they experienced a hypoglycemic event. The patient fell out of bed, and her husband woke her and had her eat something. Current condition of patient is good. No additional event or patient information is available.